Event description:
It was reported that ongoing intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer's blood glucose levels would reach over 600 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. They resolved the issue by changing the infusion set and cartridge and then resumed insulin administration. No assistance from a third party was required.